Event description:
It was reported that the patient is experiencing pain, clicking noise and incision pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.